Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/75/4/554.article-info.(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that one patient had a poor clinical result with no discernable cause.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. A definite root cause cannot be determined with the information provided.

Event description:
No further event information available at the time of this report.